Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported high pacing lead impedance, no sensing and no capture were confirmed in the laboratory. Analysis found an open circuit in the v-tip connection from the header to hybrid. The open circuit was isolated to the header flex.

Event description:
During implant high impedance, loss of capture and no sensing were observed. Testing was performed no lead damage was seen. Connection issue was suspected. Reinsertion and reconnection showed the same results. The device was replaced.